Event description:
The facility stated that the surgeon attempted to implant a aq2003v 3 piece silicone lens. The surgeon noticed that the lens was going sideways and was starting to tear prior to insertion into the eye. No patient contact. The injector and cartridge model and lot numbers were not specified by the facility.